Event description:
Mortality at 30-90 days was 0% to 3.8% [death]. Two (2) year progression rate was 62% [disease progression]. Liver decompensation [hepatic failure]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a conference abstract entitled "radioembolization with yttrium-90 glass microspheres in patients with hcc: a prospective phase ii study" obtained from a literature review concerning 52 patients. The patients' medical history included intermediate or advanced unresectable hepatocellular carcinoma, eastern cooperative oncology group (ecog) 0-1, child-pugh stage a-b7, with pre-treatment evaluations including: CT scan, alpha-fetoprotein (afp) levels, liver function tests, 99mtc-macroaggregated albumin scan and angiography (results unknown). Concomitant medication included 99mtc- macroaggregated albumin (route and dose unknown) for unknown indication as part of a scan. The patients received therasphere (yttrium -90 glass microspheres) for unresectable hepatocellular carcinoma (lot number and expiration date unknown) on unknown dates with a median injected activity of 2.6 gbq and the median dose to the liver lobe was 101 gy to deliver a mean absorbed dose of 120 gy to the target lobe. On unspecified dates, 36.5% of patients developed liver decompensation, had a 2 year progression rate of 62%, and a mortality rate at 30 to 90 days of 0% to 3.8%. The aim of this prospective phase ii study was to assess the efficacy of yttrium-90 microsphere radioembolization on time to progression (ttp). Fifty eight treatments were performed in 52 patients. After treatment, CT scan and biochemical markers were performed at 1 month and every 3 months to assess tumor response (results unknown). Retrospective dosimetric evaluation was performed to correlate absorbed dose in target lesions with tumor response (results unknown). The authors noted that liver decompensation occurring within 6 months was considered treatment related and liver decompensation occurred in 36.5% (estimated as 19) of patients. The 2 year progression rate was 62% (estimated as 32 patients), and a mortality at 30-90 days was 0% to 3.8% (estimated as 2 patients). The treatment of the events was not reported and the outcome of liver decompensation and progression of disease was unknown. The authors did not provide an assessment regarding the severity of the events but did indicate the relatedness of liver decompensation as "treatment related" and noted that the risk of liver decompensation was correlated to parenchyma dose and, for the same dose was higher for more advanced cirrhotic stages. The authors did not assess the relatedness of disease progression nor mortality to treatment with therasphere. The company considers the events to be serious: death (fatal), disease progression (medically significant) and hepatic failure (medically significant). Follow-up information will be requested. Follow-up information has been requested and is expected. As of 03-mar-2016, no additional information has been received. The final report will be sent within 30 calendar days on 08 apr-2016. Company comment: the event of disease progression is considered to be unlisted whereas death and hepatic failure are considered to be listed according to therasphere current reference safety information. In agreement with the authors, the company considers the hepatic failure as related to the use of therasphere. In the absence of an assessment by the authors, the company considers death and disease progression to be related to the patients' underlying intermediate or advanced unresectable hepatocellular carcinoma and not related to the use of therasphere. Since it appears that the patient died from their underlying disease, this event is not medically reportable. This single case report does not modify the risk benefit balance of therasphere bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Mortality at 30-90 days was 0% to 3.8% [death], 2 year progression rate was 62% [disease progression], liver decompensation [hepatic failure]. Case description: initial information received on 02-feb-2016: this spontaneous medical device report was received from a conference abstract entitled "radioembolization with yttrium-90 glass microspheres in patients with hcc: a prospective phase ii study" obtained from a literature review concerning 52 patients. The patients' medical history included intermediate or advanced unresectable hepatocellular carcinoma, eastern cooperative oncology group (ecog) 0-1, child-pugh stage a-b7, with pre-treatment evaluations including: CT scan, alpha-fetoprotein (afp) levels, liver function tests, 99mtc-macroaggregated albumin scan and angiography (results unknown). Concomitant medication included 99mtc- macroaggregated albumin (route and dose unknown) for unknown indication as part of a scan. The patients received therasphere (yttrium -90 glass microspheres) for unresectable hepatocellular carcinoma (lot number and expiration date unknown) on unknown dates with a median injected activity of 2.6 gbq and the median dose to the liver lobe was 101 gy to deliver a mean absorbed dose of 120 gy to the target lobe. On unspecified dates, 36.5% of patients developed liver decompensation, had a 2 year progression rate of 62%, and a mortality rate at 30 to 90 days of 0% to 3.8%. The aim of this prospective phase ii study was to assess the efficacy of yttrium-90 microsphere radioembolization on time to progression (ttp). Fifty eight treatments were performed in 52 patients. After treatment, CT scan and biochemical markers were performed at 1 month and every 3 months to assess tumor response (results unknown). Retrospective dosimetric evaluation was performed to correlate absorbed dose in target lesions with tumor response (results unknown). The authors noted that liver decompensation occurring within 6 months was considered treatment related and liver decompensation occurred in 36.5% (estimated as 19) of patients. The 2 year progression rate was 62% (estimated as 32 patients), and a mortality at 30-90 days was 0% to 3.8% (estimated as 2 patients). The treatment of the events was not reported and the outcome of liver decompensation and progression of disease was unknown. The authors did not provide an assessment regarding the severity of the events but did indicate the relatedness of liver decompensation as "treatment related" and noted that the risk of liver decompensation was correlated to parenchyma dose and, for the same dose was higher for more advanced cirrhotic stages. The authors did not assess the relatedness of disease progression nor mortality to treatment with therasphere. The company considers the events to be serious: death (fatal), disease progression (medically significant) and hepatic failure (medically significant). Follow-up information will be requested. Company comment: the event of disease progression is considered to be unlisted whereas death and hepatic failure are considered to be listed according to therasphere current reference safety information. In agreement with the authors, the company considers the hepatic failure as related to the use of therasphere. In the absence of an assessment by the authors, the company considers death and disease progression to be related to the patients' underlying intermediate or advanced unresectable hepatocellular carcinoma and not related to the use of therasphere. Since it appears that the patient died from their underlying disease, this event is not medically reportable. This single case report does not modify the risk benefit balance of therasphere bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
.

Event description:
Mortality at 30-90 days was 0% to 3.8% [death]. Two (2) year progression rate was 62% [disease progression]. Liver decompensation [hepatic failure]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a conference abstract entitled "radioembolization with yttrium-90 glass microspheres in patients with hcc: a prospective phase ii study" obtained from a literature review concerning 52 patients. The patients' medical history included intermediate or advanced unresectable hepatocellular carcinoma, eastern cooperative oncology group (ecog) 0-1, child-pugh stage a-b7, with pre-treatment evaluations including: CT scan, alpha-fetoprotein (afp) levels, liver function tests, 99mtc-macroaggregated albumin scan and angiography (results unknown). Concomitant medication included 99mtc- macroaggregated albumin (route and dose unknown) for unknown indication as part of a scan. The patients received therasphere (yttrium -90 glass microspheres) for unresectable hepatocellular carcinoma (lot number and expiration date unknown) on unknown dates with a median injected activity of 2.6 gbq and the median dose to the liver lobe was 101 gy to deliver a mean absorbed dose of 120 gy to the target lobe. On unspecified dates, 36.5% of patients developed liver decompensation, had a 2 year progression rate of 62%, and a mortality rate at 30 to 90 days of 0% to 3.8%. The aim of this prospective phase ii study was to assess the efficacy of yttrium-90 microsphere radioembolization on time to progression (ttp). Fifty eight treatments were performed in 52 patients. After treatment, CT scan and biochemical markers were performed at 1 month and every 3 months to assess tumor response (results unknown). Retrospective dosimetric evaluation was performed to correlate absorbed dose in target lesions with tumor response (results unknown). The authors noted that liver decompensation occurring within 6 months was considered treatment related and liver decompensation occurred in 36.5% (estimated as 19) of patients. The 2 year progression rate was 62% (estimated as 32 patients), and a mortality at 30-90 days was 0% to 3.8% (estimated as 2 patients). The treatment of the events was not reported and the outcome of liver decompensation and progression of disease was unknown. The authors did not provide an assessment regarding the severity of the events but did indicate the relatedness of liver decompensation as "treatment related" and noted that the risk of liver decompensation was correlated to parenchyma dose and, for the same dose was higher for more advanced cirrhotic stages. The authors did not assess the relatedness of disease progression nor mortality to treatment with therasphere. The company considers the events to be serious: death (fatal), disease progression (medically significant) and hepatic failure (medically significant). Follow-up information will be requested. Follow-up information has been requested and is expected. As of 03-mar-2016, no additional information has been received. The final report will be sent within 30 calendar days on 08 apr-2016. This version is being re-submitted at this time to correct a data entry error changing the previous follow-up version date from 02-feb-2016 to 03-mar-2016. Company comment: the event of disease progression is considered to be unlisted whereas death and hepatic failure are considered to be listed according to therasphere current reference safety information. In agreement with the authors, the company considers the hepatic failure as related to the use of therasphere. In the absence of an assessment by the authors, the company considers death and disease progression to be related to the patients' underlying intermediate or advanced unresectable hepatocellular carcinoma and not related to the use of therasphere. Since it appears that the patient died from their underlying disease, this event is not medically reportable. This single case report does not modify the risk benefit balance of therasphere bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Mortality at 30-90 days was 0% to 3.8% [death]. Two (2) year progression rate was 62% [disease progression]. Liver decompensation [hepatic failure]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a conference abstract entitled "radioembolization with yttrium-90 glass microspheres in patients with hcc: a prospective phase ii study" obtained from a literature review concerning 52 patients. The patients' medical history included intermediate or advanced unresectable hepatocellular carcinoma, eastern cooperative oncology group (ecog) 0-1, child-pugh stage a-b7, with pre-treatment evaluations including: CT scan, alpha-fetoprotein (afp) levels, liver function tests, 99mtc-macroaggregated albumin scan and angiography (results unknown). Concomitant medication included 99mtc- macroaggregated albumin (route and dose unknown) for unknown indication as part of a scan. The patients received therasphere (yttrium -90 glass microspheres) for unresectable hepatocellular carcinoma (lot number and expiration date unknown) on unknown dates with a median injected activity of 2.6 gbq and the median dose to the liver lobe was 101 gy to deliver a mean absorbed dose of 120 gy to the target lobe. On unspecified dates, 36.5% of patients developed liver decompensation, had a 2 year progression rate of 62%, and a mortality rate at 30 to 90 days of 0% to 3.8%. The aim of this prospective phase ii study was to assess the efficacy of yttrium-90 microsphere radioembolization on time to progression (ttp). Fifty eight treatments were performed in 52 patients. After treatment, CT scan and biochemical markers were performed at 1 month and every 3 months to assess tumor response (results unknown). Retrospective dosimetric evaluation was performed to correlate absorbed dose in target lesions with tumor response (results unknown). The authors noted that liver decompensation occurring within 6 months was considered treatment related and liver decompensation occurred in 36.5% (estimated as 19) of patients. The 2 year progression rate was 62% (estimated as 32 patients), and a mortality at 30-90 days was 0% to 3.8% (estimated as 2 patients). The treatment of the events was not reported and the outcome of liver decompensation and progression of disease was unknown. The authors did not provide an assessment regarding the severity of the events but did indicate the relatedness of liver decompensation as "treatment related" and noted that the risk of liver decompensation was correlated to parenchyma dose and, for the same dose was higher for more advanced cirrhotic stages. The authors did not assess the relatedness of disease progression nor mortality to treatment with therasphere. The company considers the events to be serious: death (fatal), disease progression (medically significant) and hepatic failure (medically significant). Follow-up information will be requested. Follow-up information has been requested and is expected. As of 03-mar-2016, no additional information has been received. The final report will be sent within 30 calendar days on 08 apr-2016. This version is being re-submitted at this time to correct a data entry error changing the previous follow-up version date from (B)(6) 2016. Multiple attempts made to obtain follow-up information. As of 06-apr-2016, no additional information has been received or expected. This is a final report. Company comment: the event of disease progression is considered to be unlisted whereas death and hepatic failure are considered to be listed according to therasphere current reference safety information. In agreement with the authors, the company considers the hepatic failure as related to the use of therasphere. In the absence of an assessment by the authors, the company considers death and disease progression to be related to the patients' underlying intermediate or advanced unresectable hepatocellular carcinoma and not related to the use of therasphere. Since it appears that the patient died from their underlying disease, this event is not medically reportable. This single case report does not modify the risk benefit balance of therasphere bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.